Event description:
It was reported that friction caused by the air heelcare boot gave a pt a blister.

Manufacturer narrative:
The product is not being returned to the MFR for eval; no product malfunction is alleged.